Manufacturer narrative:
Date of event - (B)(6) 2017. UDI# - (01)(21)unknown, since serial number of the device was not provided. Catalog # - a complete catalog number unknown as serial number was not provided. Serial# - unknown since product identification was not provided. Expiration date - unknown since serial number of the device was not provided. Mfg date - unknown since serial number of the device was not provided. (B)(4). Citation: wright aj, singh mk, henriksen bs, mcfadden m, olson rj. Two single-piece acrylic intraocular lens choices and their effect on patient-reported driving habits. Journal of cataract and refractive surgery. 2017 feb 2017;43(2):239-245. All pertinent information available to abbott medical optics has been submitted.

Event description:
Literature from the journal of cataract and refractive surgery - two single-piece acrylic intraocular lens choices and their effect on patient-reported driving habits. It was reported that 2 unidentified patients experienced moderate or extreme difficulty driving at night post intraocular lens implantation.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported event could not be verified. Manufacturing records review: the manufacturing record evaluation could not be performed since serial number is unknown, was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.